Event description:
It was reported that while using an unspecified bd vacutainer citrate collection tube with patient samples confirmed to have platelet clusters. The following information was provided by the initial reporter: using patient samples confirmed to have platelet clusters in bd vacutainer edta tubes, platelet results were compared between samples collected into bd vacutainer edta tubes, bd vacutainer citrate tubes, and sarstedt s-monovette thromboexact (tbx) tubes. Of the 60 patient samples whose platelet results were associated with the presence of platelet clusters, 56 samples had edta-induced pseudothrombocytopenia. With citrate tubes, 33 out of the 56 samples had platelet counts below 150x10^9/l, of which 10/33 were confirmed by the absence of platelet clusters on the smear; the remaining 23/33 still showing platelet clusters.

Manufacturer narrative:
D4. Medical device lot#: unknown. D.4. Medical device expiration date: unknown. D4. Medical device catalog #: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Patient¿s blood can react with tube additives in rare cases. Edta- and citrate-dependent pseudothrombocytopenia (ptcp) are an infrequent phenomenon of in vitro platelet clumping that have been previously reported in literature. Bd has previously identified this as a potential product limitation and plans to add a statement to the instructions for use (IFU) regarding the potential for additive-dependent pseudothrombocytopenia in rare patient populations when using bd vacutainer® tubes with the edta or citrate additive. A change control was opened to manage and track the updates to the IFU. As IFU updates associated with additive-induced pseudothrombocytopenia are already being addressed through a change control, no further investigation is required specific to this article. However, complaints (edta: case # (B)(4); citrate: case # (B)(4)) were submitted to document the additive-induced pseudothrombocytopenia observed in samples collected using bd vacutainer® edta and citrate tubes. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using an unspecified bd vacutainer citrate collection tube with patient samples confirmed to have platelet clusters. The following information was provided by the initial reporter: using patient samples confirmed to have platelet clusters in bd vacutainer edta tubes, platelet results were compared between samples collected into bd vacutainer edta tubes, bd vacutainer citrate tubes, and sarstedt s-monovette thromboexact (tbx) tubes. Of the 60 patient samples whose platelet results were associated with the presence of platelet clusters, 56 samples had edta-induced pseudothrombocytopenia. With citrate tubes, 33 out of the 56 samples had platelet counts below 150x10^9/l, of which 10/33 were confirmed by the absence of platelet clusters on the smear; the remaining 23/33 still showing platelet clusters.